Event description:
It was reported that the ipg was unable to communicate with external devices. It was noted that there was fluid and swelling around the ipg site that later resolved. The programmer displayed various error messages including "generator unavailable "and "no generators found." Multiple attempts at troubleshooting including bluetooth (ble) resets were attempted to no avail. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025, during which the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
It was reported that the ipg was unable to communicate with external devices. It was noted that there was fluid and swelling around the ipg site that later resolved. The programmer displayed various error messages including "generator unavailable "and "no generators found." Multiple attempts at troubleshooting including bluetooth (ble) resets were attempted to no avail. Surgical intervention may be undertaken at a later date to address this issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined